Event description:
It was reported that needle clogged during flow check while using bd ultra-fine¿ mini pen needle. This has occurred multiple times, however, no patient impact was reported. The following information was provided by the initial reporter: finding during the flow check the insulin will not go thru the needle.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Possible multiple lot #s were involved, this is for the unknown one: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle clogged during flow check while using bd ultra-fine¿ mini pen needle. This has occurred multiple times, however, no patient impact was reported. The following information was provided by the initial reporter: finding during the flow check the insulin will not go thru the needle.